Event description:
Procedure: low anterior resection. According to the reporter: the rectum was deposed laparoscopically with the device. The instrument closed properly, but the firing instrument was hard to trigger. After the jaws were opened the surgeon noticed that the reload did not clamp completely. The device cut, but about 25 percent of the staple row did not form properly. The staples were not b-formed and stood open partially. All the parts had to be removed laparoscopically and the open staple line had to be closed with a hand seam. Operative time was extended by more than 30 minutes and staples fell into the pt cavity, but they were retrieved laparoscopically.

Manufacturer narrative:
(B)(4).